Event description:
Patient contacted the FDA's medwatch program website ((B)(4)) to advise that in (B)(6) 2007, patient had the depuy pinnacle components used in a total hip replacement of the left side due to arthritis. Patient reports that since the operation, she has had major pain in the joint area, pelvic and thigh areas. Patients doctor advised that she had nothing wrong and needed to give it time to heal.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There are no new allegations. Updated patient's residence, added firm name, updated associated contacts, added revision hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient contacted the FDA's medwatch program website (report #(B)(4)) to advise that in (B)(6) of 2007, patient had the depuy pinnacle components used in a total hip replacement of the left side due to arthritis. Patient reports that since the operation, she has had major pain in the joint area, pelvic and thigh areas. Patient's doctor advised that she had nothing wrong and needed to give it time to heal. Doi: (B)(6) 2007 not revised (left side). Update 10/21/2011 litigation papers received. Update: 11/19/2012 pfs was received from legal, medical records. Update ad 24 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There are no new allegations. Updated patient's residence, added firm name, updated associated contacts, added revision hospital. Doi: (B)(6) 2007 - dor: october 26, 2012 (left hip).